Event description:
From (B)(6) - (B)(6) 2019 we had several incidents were the feeding tube became disconnected/broke between the tube and the hub. Incident#1: feeding tube disconnected/broke between the tube and the hub. The device was not saved. Incident#2: feeding tube disconnected/broke between the tube and the hub. Not noted until feeding was found in bed. The tube was intact for about twenty-nine hours. The device was saved. Incident#3: when checking ng tube for placement, the rn noted excessive air removed from tube. As rn attempted to push aspirate back into tube it was noted that the aspirate was exiting the tube, just past the hub. The tube was noted to be bent at a 90 degree angle and tube was no longer fully attached. Tube was removed by rn and replaced with a new device. The tube was intact for about forty-eight hours. The device was saved. Since the packaging for these incidents was not saved we can not say for sure what lot number was involved. Based on the location of these events, we suspect lot# 1919740164, but can not confirm. We will continue to monitor.